Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the serter was not fully inserting the sensors. Customer's blood glucose level was running from around 430 mg/dl to 450 mg/dl. She treated her blood glucose level by giving herself injections and changing the infusion set. Her insulin pump was replaced but her blood glucose level fluctuated from around 30 mg/dl to 1,000 mg/dl. The insulin pump alarmed no delivery several times. She was a brittle diabetic. The device was not returned.